Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an incorrect low battery alert. The customer's blood glucose level was elevated (242 mg/dl), and was addressed by administered insulin, via the pump. Reportedly, the display was frozen on the low battery alert screen. It was indicated that the customer was able to clear the frozen display and resume insulin delivery.